Event description:
The customer reported less than 2 mls of diluent reagent fluid leaked inside the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed and replaced torn tubing at pinch valve vl58 to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).